Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that the needle cracked, leaking medicine at the moment of administration. Additional information received on 20-feb-2026. Was there any damage to the patient's health? If so, please explain in detail. According to the nursing report, as the medication leaked from the needle, it may not have been administered correctly. Could you confirm the date on which the problem/defect occurred or was identified? The notification arrived on (B)(6) 2026.

Manufacturer narrative:
Investigation results: during the analysis of this complaint, batch histories, nonconformance records, and corrective maintenance records were reviewed, and no records and/or evidence were found that could lead to this complaint. In addition, no photos were provided for analysis, making it impossible to confirm the reported defects. For a more detailed analysis, the availability of the sample and/or photos of the reported defects would be required. Based on the investigation results to date, a root cause has not been determined for this complaint.

Event description:
No additional information.